Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one year after implant the implantable cardioverter defibrillator (ICD) system was explanted due to vegetation on the right ventricular (rv) lead and positive blood cultures. No further patient complications have been reported as a result of this event.